Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. The event log showed a high alarm displayed for a cassette damage. Accuracy testing was performed and failed. The operator attached a disposable cassette and performed a functional test which passed. For the accuracy issue, it's believed that the expulsor was out of specification. The expulsor and the downstream occlusion sensor were replaced. Functional testing and preventative maintenance was performed.

Event description:
It was reported that a smiths medical cadd solis pump had infused over 6% on pm / cassette error. No adverse patient effects were reported.